Event description:
Pt developed infection at pocket site. Incision and drainage of the pocket was performed, with the subsequent placement of antibiotic beads in the pocket. The pt was hospitalized for 18 days, the beads were removed, and the pt was discharged. No culture info about the infection was available.